Event description:
According to the event description: it has been observed that the chemotherapy was completed before the scheduled time (over 46hours). So far, we have encountered this issue in 2 separate cases, 1 completed before 16 hours, and one before 12hours.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.